Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker japan. The technical service report indicates: reason for unrepairability: upon inspection of this product, we found that the sapphire glass at the tip of the scope was cracked and the internal rod lens was damaged, resulting in poor visibility (cloudiness). However, since the components for this product are not being supplied by the overseas manufacturer, we are unable to disassemble or replace parts for repair. Therefore, we have decided to declare this product unrepairable. We appreciate your understanding and sympathy. Probable root cause: ¿ laser welding seal failure, ¿ distal/proximal window solder failure, ¿ damage to optical train, ¿ damage to needle, ¿ damage to distal or proximal windows, ¿ moisture intrusion, ¿ end of life wear-out, ¿ environmental disturbance: endoscope colder than dew point, ¿ environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only), ¿ use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was lens haze and blurry image during operation. The surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was lens haze and blurry image during operation. The surgery was completed successfully.